Manufacturer narrative:
The sample is plasma. No indication of calibration or qc problems. The customer noticed crystals in the cup assembly and on the face of the electrode. The customer did troubleshoot reagent with crystals by rerunning previous samples and noticed the discrepancy in duplicate mode. A field service engineer (fse) was dispatched and cleaned the glucm cup and examined the accusense electrode. The fse also cleaned the accusense electrode and loaded a new lot of glucm. The customer indicated that glucm is now generating a tighter precision. The root cause of the difference in reps is due to the crystals in the reagent prior to loading the reagent onto the system.

Event description:
Beckman coulter inc., (bci) contacted this customer via the bci internal monitoring data for synchron lx glucose module (glucm) phase I customer contact program. The customer indicated that one (1) patient had duplicate results that were >10% difference. Customer mentioned that the sample was outside the laboratory's criteria of >10%. No actual results were provided by the customer. The customer did not call and complain to bci about this sample. Patient treatment was not affected in regard to this event as the customer runs glucose in duplicate mode and verifies prior to reporting results.